Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported during intraocular lens (iol) implant procedure, it was noticed that the lens failed to eject as the device was defective. Additional information was requested.

Manufacturer narrative:
Additional information was provided in b.5., and h.11. Based on information received following submission of the initial report, this event does not meet criteria for reporting as a serious malfunction. No further reports required. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was requested and received stating that the procedure was completed on same day without any harm to the patient. There was no patient contact and patient issue was resolved.